Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic for follow-up. Ventricular lead noise was noted. Patient was asymptomatic. No intervention was performed. Lead remains implanted.